Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic etep hernia repair. Event description: "the fios trocar was used to clear out the extraperitonial space to perform the hernia repair. The tip of the trocars obturator broke off during the surgery. Dr. [Name] does not believe the trocar tip was left in the patient there was no negative impact to date on the patients health." Product is available for return. Additional information received on 03oct2023 via email from applied medical representative: one cannula was inserted using the obturator prior to the incident. The break was identified after insertion + removal. There was no difficulty during insertion. Intervention: "there was nothing to resolve." Patient status: patient is fine.

Event description:
Procedure performed: robotic etep hernia repair. Event description: "the fios trocar was used to clear out the extraperitonial space to perform the hernia repair. The tip of the trocars obturator broke off during the surgery. Dr. [Name] does not believe the trocar tip was left in the patient there was no negative impact to date on the patients health." Product is available for return. Additional information received on 03oct2023 via email from applied medical representative: one cannula was inserted using the obturator prior to the incident. The break was identified after insertion + removal. There was no difficulty during insertion. Intervention: "there was nothing to resolve." Patient status: patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.